Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and severely tortuous proximal to mid lad. A 2.5x15mm quantum maverick balloon was used to predilate the lesion. On the first inflation it was inflated to 12 atms for an unknown time period and on the second inflation to 18 atms the balloon ruptured. The device was removed intact and the procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).